Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the bronchovideoscope displayed a b30 scope communication error during set up/inspection before use. There was no patient involvement.

Event description:
No additional information from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, d10, h3, h4, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.